Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose was 195 mg/dl. The troubleshooting resolved the issue. Advised customer the battery cap would be replaced. Customer also reported after battery test failed it shows battery was dead and there was little black circle. Customer called back and reported that the insulin pump alarmed failed battery test again with new battery cap. The customer was advised to call back if issues persist with new batteries in place. Customer's blood glucose was 159 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.